Event description:
It was reported that this patient presented for follow up due to delivery of a shock. The nurse experienced difficulty interrogating the patient's implantable cardioverter defibrillator (ICD), so a manufacturer representative completed the interrogation. It was determined that a charge issue had been detected by the device following the shock and the device was no longer able to deliver high energy therapy. It was believed that the device was in safety mode or had experienced an unknown issue resulting in minimal programming options. It was suspected but not confirmed that there was an issue with the patient's non-boston scientific right ventricular (rv) lead. The patient, who is pregnant, was outfitted with a lifevest. No additional interventions have been reported. The ICD and non-boston scientific rv lead remain in service. No additional adverse patient effects were reported.this report is being filed as additional information was received indicating that this patient was referred for a system revision following the birth of her child. This implantable cardioverter defibrillator (ICD) was explanted and replaced, as were all of the patient's leads. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the device has not been returned. This record will be updated upon return and completion of analysis. -- upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. The device could not be interrogated. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in a shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Manufacturer narrative:
At this time, the device has not been returned. This record will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. The device could not be interrogated. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in a shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. Correction to h10: upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory noted a shorted shock lead fault was recorded on may 4, 2019. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. Evidence indicates the associated rv lead was damaged and when this device attempted to deliver a shock through the lead, a short was detected. This device operated as designed in the presence of a shorted defibrillation lead.

Event description:
It was reported that this patient presented for follow up due to delivery of a shock. The nurse experienced difficulty interrogating the patient's implantable cardioverter defibrillator (ICD), so a manufacturer representative completed the interrogation. It was determined that a charge issue had been detected by the device following the shock and the device was no longer able to deliver high energy therapy. It was believed that the device was in safety mode or had experienced an unknown issue resulting in minimal programming options. It was suspected but not confirmed that there was an issue with the patient's non-boston scientific right ventricular (rv) lead. The patient, who is pregnant, was outfitted with a lifevest. No additional interventions have been reported. The ICD and non-boston scientific rv lead remain in service. No additional adverse patient effects were reported. This report is being filed as additional information was received indicating that this patient was referred for a system revision following the birth of her child. This implantable cardioverter defibrillator (ICD) was explanted and replaced, as were all of the patient's leads. No additional adverse patient effects were reported.

Event description:
This report is being filed as additional information was received indicating that this patient was referred for a system revision following the birth of her child. This implantable cardioverter defibrillator (ICD) was explanted and replaces, as were all of the patient's leads. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the device has not been returned. This record will be updated upon return and completion of analysis.

Event description:
It was reported that this patient presented for follow up due to delivery of a shock. The nurse experienced difficulty interrogating the patient's implantable cardioverter defibrillator (ICD), so a manufacturer representative completed the interrogation. It was determined that a charge issue had been detected by the device following the shock and the device was no longer able to deliver high energy therapy. It was believed that the device was in safety mode or had experienced an unknown issue resulting in minimal programming options. It was suspected but not confirmed that there was an issue with the patient's non-boston scientific right ventricular (rv) lead. The patient, who is pregnant, was outfitted with a lifevest. No additional interventions have been reported. The ICD and non-boston scientific rv lead remain in service. No additional adverse patient effects were reported.